Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown not provided. Device not returned.

Event description:
It was reported that the screw became loose. Overgrowth of tissue was reported due to the loosening.